Event description:
Following balloon inflation manifold syringe was pulled back and noted to be split. System was switched out and angiography was resumed. Pt noted to have two new filling defects. Pt became progressively hypotensive with subsequent code blue. Rosc achieved; however pt coded again and could not be resuscitated.